Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 300 mg/dl. The customer was admitted at (B)(6) on (B)(6) 2015. The significant events leading to the customer leading to the 911 call was a no deliver on the insulin pump. The patient cause of 911 call as per healthcare provider is diabetic ketoacidosis. The patient was not in an accident and still in the hospital. The customer was wearing the insulin pump at the time of 911 call. The patient was advised that we will replaced the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.